Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Unable to conduct system or instrument log review due to lack of system detail. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is reportable due to the following: there is no allegation or evidence of a product failure identified in the medwatch report or known to be alleged by a medical professional that would be classified as a malfunction. However, the described event meets the criteria of a reportable adverse event as the patient alleged post-operative complications of wound site bleeding with suture repair, additional diagnostic testing, and additional hospitalization following a da vinci-assisted procedure. At this time, the root cause of the alleged issue and additional hospitalization are unknown. Unable to perform follow-up due to lack of information; patient information was not provided. The expiration date is not applicable. The product information was unknown because the report was from the patient, not the user facility. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
On 26-aug-2021, intuitive surgical, inc. (Isi) received medwatch report # mw5103225 where it was reported by an unspecified patient that there were complications after a da vinci-assisted ¿gallbladder removal¿ procedure that was completed on (B)(6) 2021. After the initial procedure, the patient spent three days in the hospital and was discharged home. Two days thereafter, the patient was readmitted to the hospital as they had experienced post-operative bleeding at wound site requiring suturing and dressing changes. The patient was discharged from the hospital with a foley bag, which allegedly had to be inserted four times for placement. The day after discharge, the patient began to bleed at the sutured wound site for which the patient went to a local emergency room where the wound was cleaned and redressed. Approximately two weeks thereafter, the patient went back to the local emergency room to have the catheter removed and additional testing was performed. The additional testing allegedly indicated that the patient was bleeding internally and had pockets of blood in three locations in the abdomen. The patient was rushed to a different (incomplete on report - presumed as hospital). A physician, who identified himself as part of the surgical team, admitted the patient to the hospital overnight for observation to monitor hemoglobin levels. The same surgical team physician also arranged for the patient to see a urologist. The following morning, a urologist pa showed up and provided the patient with instructions to follow for removal the catheter. Within four hours, the patient was able to evacuate their bladder at a satisfactory level and was discharged from the hospital. The medwatch report was labeled with event report type as "serious injury¿ and was labeled with event outcome as "hospitalization". Additional follow-up cannot be conducted due to lack of site, system, surgeon, and instrument information.